Manufacturer narrative:
The field service engineer found the gear pump head needed to be replaced. He replaced the gear pump head and the reagent probe and decontaminated the instrument. He performed comparisons for magnesium that were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 70737801 with an expiration date of 30-nov-2024. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium (mg2) results from the cobas c 303 analytical unit. One example was an initial result of 2.6 mg/dl and a repeat result of 1.3 mg/dl. The repeat result from another cobas c303 at the site was 1.26 mg/dl. The repeat result was believed correct.